Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was 450 mg/dl. The caller did not mention symptoms or treatments of the hyperglycemia. Troubleshooting was not completed on the insulin pump. It is unknown if the auto mode feature was active and automatically delivering insulin during the incident. The caller was advised to change their entire infusion set, reservoir and insulin and treat per their health care professional's instructions. The insulin pump was not returned for analysis.